Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was having a poor communication screen on their patient programmer (pp) when attempting to lower the therapy strength down. The patient attempted syncing device with pp a total of 7x¿s with no success. The patient pressed the pp against their skin with no clothing interference and was still unable to re-sync. Additional information was received from a patient on 2017-jan-17. It was reported that the cable got lost which is what the patient told the operator they thought happened and the patient stated that there was no follow up by anyone. The patient stated that the steps to resolve the poor communication screen included removal and surgically inserted at doctor office since no one called the patient back only the robotic people. No one helped resolve the patient¿s poor communication screen over the phone, the patient had to find their manufacturer representative who helped the patient even though they were promised someone would call the patient saturday or sunday. No patient symptoms were reported.